Manufacturer narrative:
The actual or sterile devices were not returned for review. The lot number was not disclosed so it¿s not clear if there are retains available for review. If the lot number or samples become available at a later time, they will be reviewed and the results will be included in the file. A revised response will be forwarded to you at that time. A damaged blade and/or a non-conforming device would most likely be detected during one of the in-process inspections or during the final inspection process; however, the inspections are based on an aql sampling plan, which represents the lot. It is not a 100% inspection of the entire lot. Without reviewing the actual device or receiving magnified photos of the actual device, a definitive root cause cannot be determined at this time. The most likely root cause for the incorrect positioning of the blade was confirmed as manufacturing related. This type of non-conformance can occur during the bending operation; the handle is not placed or positioned properly on the fixture. This will cause the handle to spin at the moment the blade component is being bent. As a result of the process review, the following corrective actions will be implemented to identify the misalignment and incorrect bending of the blades: the design and implementation of a nesting fixture to help secure the knives in the correct position during the bending operation. Due date: 06/18/2021. All blades will be 100% visually inspected for damage to the blades tips or cutting edges and for correct position and bend requirements per the specification. All technicians will be re-trained on vs-023, visual standard for the insertion / bending process. This visual standard reflects the correct position of the handle to be placed on the equipment / fixture and correct position of blade while inserting / bending. This will ensure correct blade / handle position.

Manufacturer narrative:
The lot number of the device used for the procedure was not disclosed therefore a review of the device history records for the finished good knife or blade components could not be reviewed. The actual device was not returned for review. Magnified photographs were not provided for review. No sterile samples were returned for review. Without the lot number it is not known if there are retained samples available for testing/review. A potential root cause for a blade not positioned correctly, angled incorrectly or loose within the handle could be related to the manufacturing process and was not recognized during the 100% inspection however, without receiving the actual device for review, photos of the device; reviewing the position or security of the blade within the handle or receiving detailed information regarding the method utilized to remove the device from the packaging/foam sheath, preoperative preparation of the device, procedure performed or the surgeon''s technique, a definitive root cause cannot be determined at this time.

Event description:
The blade was found to be in opposite direction during application which lead to imperfect cut/closure of incision. The product was replaced to complete the operation without further incident. The incision was performed at a different location, and no permanent functional or structural damage was caused to the patient.